Event description:
It was reported that the device was overheating during a case in the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.